Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:based on the device analysis the final assessment is:a sharp opening on posterior assessed as an unidentified (tear) opening. A striated pattern of broken (plug strap) assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured breast implants due to the patient¿s concern with the product and a hole." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported bilateral exchange of textured breast implants due to the patient¿s concern with the product. Additionally, "hole" was reported. Device has been explanted. This is the left side record.